Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ after a new dexcom g7 continuous glucose monitor (cgm) sensor was applied; the dexcom g7 did not connect and pairing failed, for which the user was guided to re-enter the pairing code and advised on pairing timeframe. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical attention. User support included user education and troubleshooting for cgm pairing, including verification of warm-up status and re-entry of the pairing code. Investigation of this case revealed a communication/pairing failure between the cgm and the ilet during sensor warm-up and subsequent pairing, with no malfunction of the ilet reported. It was concluded, based on previously established findings for similar reports, that the cause was user/system setup and cgm pairing process-related factors.

Manufacturer narrative:
Initial.